Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with an implanted inflatable penile prosthesis (ipp) presented to the surgeons clinic for device activation. The physician reported difficulty pumping the device, noting that the cylinders did not become fully firm. Troubleshooting was attempted through the systems relief valve, including full depression of the deflate button and attempted reinflation, but no improvement was observed. The patient reported being able to pump approximately ten times; however, the penis did not engorge, and the bulb remained hard and flat, suggesting that no fluid was circulating within the system. As a result, the device was explanted and replaced. The device was operable when removed. No additional information was reported.